Event description:
Unomedical reference number (B)(4). Event occurred in (B)(6). On (B)(6) 2021, the patient reported of headache due to high blood glucose level which was after the infusion set's tubing had detached as it was not connected correctly. The patient tried to treat the high blood glucose level with manual injections (four units). At the time of the incident the patient's blood glucose level was 24.2 mmol/l. The infusion set had been changed three days ago. Currently, the patient's blood glucose level was 20.3 mmol/l. No further information available.